Event description:
It was reported during a surgery, the driver snapped while screwing into the locking peg. No other information is available. Multiple attempts for more information were made to no avail. This report is related to report number 3025141-2024-00132 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, based on the information received the root cause could not be determined.